Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h6. Proposed component code: mechanical (g04)- head. Visual examination of the provided picture identified some black foreign debris at the very top of the taper of the head, however the full taper cannot be seen on the head. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing for the head. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -02389. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 17 years post implantation due to metal corrosion and metallosis. The head and liner were exchanged. There is no additional information available at the time of this report.